Event description:
A malfunction alarm occurred with the pump, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. After resetting, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.